Event description:
It was reported that the anchor broke off on the lower left, no other information was provided.

Manufacturer narrative:
The complaint device has not been returned and the investigation is currently ongoing. Once the returned device has been evaluated, a supplemental report will be submitted. Manufacturer internal reference number: (B)(4).

Manufacturer narrative:
The device was returned, the investigation has been completed and the results are as follows: DHR results. The production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results. No stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results. The reported device was returned, but not in the original packaging. The device has a broken anchor. Roughness - the flange was smooth; internal/external surfaces were smooth. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - the device was mostly clear and transparent as there were some discolorations on the device. General cleanliness - the returned device appeared to be not fully clean as there was matter on the inside of the device. Root cause description. Based on the complaint description, a definitive root cause could not be established; however, it is plausible that the appliance failure resulted from normal wear and use over time. Manufacturer reference: (B)(4).